Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had their implant turned off for a surgery related to cancer and when they went back to try to turn it back on, the patient started seeing a blank screen on the patient programmer. When the patient first synced the programmer to the implant they were able to see the sync screen, but after pressing the sync button the programmer screen went blank. The programmer had not been dropped or gotten wet. The patient tried new batteries and still got the same issue. The patient had issues with going to the bathroom and had swelling in their legs since the surgery on (B)(6) 2015. The patient had a loss of therapeutic effect and had only gone to the bathroom once in 24 hours. There were no falls or trauma related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.